Event description:
It was reported that during a lap resection (stomach) after 20 mins no function and continuous tone. No further info is available. There was no reported pt consequence and case was completed with same like product.